Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the black power lead of the system controller emitted smoke at the battery connector. The system controller was exchanged and the issue was resolved. The power base unit cable developed a burn mark as a result of the issue with the black power lead. There was no pt injury during this event.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.